Manufacturer narrative:
Additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-03-30. H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had tube push off nonpatient end needle. This event occurred 100 times. The following information was provided by the initial reporter: "pushback tube from needle during collection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had tube push off nonpatient end needle. This event occurred 100 times. The following information was provided by the initial reporter: "pushback tube from needle during collection."